Manufacturer narrative:
The reported event of the guidewire was stuck inside the lead was not confirmed. As received, a complete lead without the guidewire was returned for analysis. Visual and x-ray inspection of the lead found no anomalies on the lead. The guidewire insertion test was performed. The guidewire was able to be advance through the lead and withdraw from the lead without any restriction.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guide wire was stuck and failed to be removed from the left ventricle (lv) lead. The lv lead was not used and replaced during procedure. The patient was stable.